Event description:
It was reported that the customer was hospitalized due to high blood glucose of 579 mg/dl. The customer was given intravenous drips of insulin. The customer was wearing the insulin pump at the time of the emergency room visit. The customer was calling from the hospital to perform troubleshooting - high pressure test - on their insulin pump, because the device had alarmed no delivery. The nurse assisted the customer to perform the troubleshooting and the device passed the high pressure test. At the time of the phone call the customer's blood glucose was 258 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.